Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B) (6) 2010, pt's father reported pt is having ongoing issues with air bubbles in the insulin cartridge. Father stated pt was having erratic readings due to the air bubbles in the insulin cartridge. Father reported he has troubleshot the issue several times and a trainer has been out. Father declined to troubleshoot. The pt did not require assistance from a healthcare professional or second party to address the issue. No product return was requested.